Event description:
Allegedly revised due to pistoning problem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned for evaluation. This report will be updated when the investigation is complete. This event occurred in other country.